Event description:
The intravascular ultrasound (ivus) catheter was used in a coronary angioplasty procedure intervention to image a stenosed lesion of the right coronary artery (rca). After crossing the lesion with a guidewire the ivus was advanced successfully to the target lesion. After imaging the lesion, the ivus catheter was removed without resistance. The physician then inserted a stent and upon reaching the lesion, it was found under fluoroscopy the imaging catheters distal tip had detached from the catheter and remained in the distal rca. The physician tried to tack down the detached tip to the vessel wall with the stent, but was not able to deploy the stent. Subsequent attempts to remove the tip with a retrieval device were also unsuccessful. No additional procedure was performed to retrieve the tip. The patient was reported to be in ¿stable¿ condition but remained hospitalized for a complication at the access site due to antiplatelet therapy.

Manufacturer narrative:
This device was expired at the time of use.

Event description:
The intravascular ultrasound (ivus) catheter was used in a coronary angioplasty procedure intervention to image a stenosed lesion of the right coronary artery (rca). After crossing the lesion with a guidewire the ivus was advanced successfully to the target lesion. After imaging the lesion, the ivus catheter was removed without resistance. The physician then inserted a stent and upon reaching the lesion it was found under fluoroscopy the imaging catheters distal tip had detached from the catheter and remained in the distal rca. The physician tried to tack down the detached tip to the vessel wall with the stent, but was not able to deploy the stent. Subsequent attempts to remove the tip with a retrieval device were also unsuccessful. No additional procedure was performed to retrieve the tip. The patient was reported to be in ¿stable¿ condition but remained hospitalized for a complication at the access site due to antiplatelet therapy.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The returned catheter was visually inspected, approximately 5.0 cm of the catheter distal tip was broken off; the broken tip was not returned. During the investigation, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing, no image appeared in the system due to electrical open at distal. The fracture location of the distal tip section was analyzed using sem (scanning electron microscopy); the break was clean and abrupt with no signs of elongation. The device labeling and directions for use (dfu) revealed that the dfu contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. The labeling review showed the device was used in accordance with the indications for use, as the device was used for ultrasonic examination of the coronary vasculature (right coronary) in a coronary angioplasty procedure. However, the catheter was used beyond the product expiry date which likely caused or contributed to the reported event. A probable cause of user error was assigned for the tip detachment/separation issue.